Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. Blood glucose level ranged from 225-253 mg/dl. At the time of the report, the customer did not have an alternate method of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.